Event description:
During the test, air bubble didn't stay.

Manufacturer narrative:
The valve proved non-compliant. The entire valve could not pass anti-reflux control test even after several attempts to recover a normal behavior. The only assumption which can explain the observed defect is that the deposits found inside the valve might have prevented the slits closing. Otherwise, the mfg traceability files do not show any defect.